Event description:
It was reported that a tsw35 was used during a laparoscopic splenectomy. It was reported by the affiliate that the linear stapler did not function. It closed normally, but did not staple and cut. After this event, bleeding occurred and the surgeon had to convert to an open procedure. The surgeon used a second endoscopic linear cutter which functioned normally.